Manufacturer narrative:
H.6. Investigation: customer returned one (1) used bd safeclip device from lot 7177532. Consumer reported they try to insert the needle into the needle cutter and does not enter in the hole, they say that the device is apparently full. The returned safeclip was examined microscopically, and the cutting hole was also observed to be blocked by cannula cut from previous usage. Cannula were not able to be cut using the returned safe-clip. The likely scenario is that the safe clip is full, has been used over time, and there is no room to store additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container. According with the DHR review information, the problems ¿not clipping¿ and ¿cutter full¿ have no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (sample plan c=0, aql=1). H3 other text : see h.10.

Event description:
It has been reported that the safe-clip has been found jammed during use. The following has been provided by the initial reporter: patient's caregiver informed that since (B)(6) 2019 they try to insert the needle into the needle cutter and does not enter in the hole, they say that the device is apparently full. They indicate that they have tried several times to cut the needle but could not.

Event description:
It has been reported that the safe-clip has been found jammed during use. The following has been provided by the initial reporter: patient's caregiver informed that since (B)(6) 2019 they try to insert the needle into the needle cutter and does not enter in the hole, they say that the device is apparently full. They indicate that they have tried several times to cut the needle but could not.

Manufacturer narrative:
Investigation: customer returned photos of a bd safe clip from lot # 7177532. Customer states that they try to insert the needle into the needle cutter and does not enter in the hole, they say that the device is apparently full. The attached photos were examined and the cutting hole was not visible in the attached photos. It is difficult to determine if the cutting hole is blocked from the attached photos. Root cause cannot be determined at this time as the issue is unconfirmed. There were no quality issues (nmr, CAPA, pa, etc.) Related to lot 7177532. The production of lot number 7177532 was not involved in a deviation or validation of any process or equipment.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the safe-clip has been found jammed during use. The following has been provided by the initial reporter: patient's caregiver informed that since (B)(6) 2019 they try to insert the needle into the needle cutter and does not enter in the hole, they say that the device is apparently full. They indicate that they have tried several times to cut the needle but could not.